Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left coronary artery. A 2.50x38mm promus element long drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion and the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/17/2018 10:10 am CT.the report number is being corrected from: 2134265-2018-64347to: 2134265-2018-63289.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left coronary artery. A 2.50x38mm promus element long drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion and the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. Promus element, mr, ous 2.50 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent struts from the mid-section of the stent were damaged with some struts lifted and some struts misaligned. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. Stent damage most likely occurred during advancing attempts. The balloon cones were reviewed; no issues were noted on the balloon cones. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.